Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after attempting to rewind the insulin pump she received a battery out limit alarm. Then, after changing the batteries, the insulin pump alarmed unexpected restart and a displayable history crc check failed on startup alarm. The customer stated that this issue has been happening for eight months. The customer's blood glucose reading was 208 mg/dl. The customer was advised to disconnect and remove the reservoir and rewind the device. Customer was to receive a replacement battery cap. The customer declined to return the insulin pump for failure analysis, but requested a replacement device.